Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false upstream occlusion message, which were confirmed during baxter's functionality testing, but were not reproduced during eval. The device passed further testing and the cause was unable to be determined. The upstream sensor was replaced, and the device was calibrated to ensure propper occlusion detection.